Event description:
A male patient reported experiencing allergic conjunctivitis after using device wetting and soaking solution. The patient sought medical attention and according to the attending ophthalmologist was treated routinely with neomycin polymyxin b sulfate-dexamethasone. Patient recovered. In subsequent testing of the product, the complaint sample met stability specifications with the exception of viscosity which may have been impacted by the found presence of gram negative bacteria serratia marcescens. Because a retain sample of the reported lot did meet viscosity specifications, it appears that the contamination occurred post-production. This report is being submitted because of the physician's diagnosis of conjunctivitis and treatment with antibiotic.